Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that the left ventricular (lv) lead was not implanted successfully due to unknown product performance issue. This lead was never in service and a new lead was placed. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. If information is provided in the future, a supplemental report will be issued. This supplemental report was created to capture the changes in h6: device codes. This report does not meet an emdr reportable criteria.

Event description:
It was reported that the left ventricular (lv) lead was not implanted successfully due to unknown product performance issue. This lead was never in service and a new lead was placed. No adverse patient effects were reported.additional information indicated that this lead would back out once in the target vessel. A new lead was then successfully implanted. No adverse patient effects were reported.